Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube was damaged, preventing disassembly or reassembly of the parts. Leakage current was inadequate. A definitive root cause could not be identified. Based on the investigation results, the malfunction was likely caused by component failure: a broken video cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope image is not good. The issue was found during inspection for use of the device. There was no patient involvement.